Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for humeral diaphyseal fractures by using the mhn (multiloc humeral nail) system. During the surgery, the surgeon stated that the drill bit was dull. The surgery was successfully completed with a less-than-30-minute delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the drill bit is blunt as complained, the cutting edges are slightly rounded and there a slight nicks visible. The device is in general in a used condition, also at the coupling end are wear marks visible. Document/specification review: the transactions for japan in the erp system were reviewed, based on these transactions was the drill bit in question used in a loan set since the year 2017. Conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Related to this complaint also our important information leaflet (se_023827_am) can be mentioned with following statement regarding the inspection of instruments: synthes instruments should be inspected after processing, prior to sterilization, for end of life indicators such as: -proper function, including but not limited to sharpness of cutting tools, bending of flexible devices, movement of hinges/joints/ box locks and moveable features such as handles, ratcheting and couplings. Damaged or worn devices should not be used. Device history lot part number: 03.010.103, synthes lot number: l270943, supplier lot number: n/a, release to warehouse date: nov 1, 2017, expiration date: n/a, manufactured by synthes gmbh. No ncrs were generated during production. Device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.